Event description:
Information was received indicating that this cadd extension set was leaking where it connects to the cadd legacy pump. The reporter observed the leak twice. The reporter also stated that it was not a large leak. The site of leaking was just moist. The patient did not miss any dose. The patient did not have any side effects due to the leak. It was reported that the reason for use was chronic primary pulmonary hypertension.